Event description:
It was reported that during a supply change the user was unable to observe drops during the fill-tubing step and subsequently could not attach the connector despite correct orientation, which prevented insulin flow until new supplies were used. Customer care provided support that included remote troubleshooting and stepwise guidance through the supply change procedure. Investigation of this case revealed a faulty connector that would not seat properly, which impeded priming and attachment until a new connector was used. Symptoms included no clinical effects. Outcomes included successful completion of the supply change and resumption of insulin delivery after replacing the connector and supplies, without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a component quality issue with the connector.